Manufacturer narrative:
Note that with cessation of all manufacturing activities in december 2000. Gambro renal products is no longer a medical device manufacturer. See attached trackwise investigation. (See add'l scanned pages).

Event description:
Gambro technical investigation, by a gambro us technical services technical specialist was conducted. (Gts) (the following is a synopsis of the technical investigations reported by complaint investigator. Full report documents are attached.) Clinical investigation: the following is a synopsis of clinical investigations reported by the clinical complaint investigator dated june 18, 2007. Full report documents are attached. The rn, director of dialysis reported that a male patient was receiving dialysis on a centry system 3 machine in 2007. The pt complained of abdominal pain and chest pain. The pt was transferred to the hospital where he was admitted to the intensive care unit (ICU) with a diagnosis of acute hemolysis. The patient did receive one unit of blood eleven days before, upon his admittance to the hospital and second unit of blood on the next day. During his hospital stay the patient experienced a myocardial infarction and subsequently died of related cardiovascular problems. A gts representative did inspect the machine two weeks before, however, the cartridge blood set could not be inspected as it was discarded. A safety analysis cannot be determined as no device malfunction was identified. Based on the functional testing and clinical investigation, there is no information that reasonably suggests any gambro product caused or contributed to this incident.